Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that all components were removed and replaced with a cement spacer mold during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records revealed the (B)(6) 2009 surgery was due to symptoms of sepsis with sinus formation and drainage. The patient's operative report noted resection of the femoral/acetabular components, and placement of an antibiotic spacer. Additional information in patient's medical records revealed a (B)(6) 2011 surgery due to infection. The patient's operative report noted heterotopic ossification, scar tissue, and reactive tissue; with debridement and irrigation performed and an antibiotic spacer exchanged. Further information in patient's medical records revealed an (B)(6) 2013 surgery due to infection. The patient's operative report noted scar tissue, turbid fluid, and reactive tissue; with debridement performed and an antibiotic spacer exchanged.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: "material sensitivity reactions", "inadequate range of motion due to improper selection or positioning of components", "intraoperative or postoperative bone fracture and/or postoperative pain", and "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06788 / 06789).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that all components were removed and replaced with a cement spacer mold during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.